Manufacturer narrative:
The lot number associated with this medwatch was manufactured by depuy orthopedics. Depuy orthopedics made a decision to recall the lot based on manufacturing issues that were determined as part of an internal investigation. (B)(4). This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03167 & 03179). (B)(4).

Event description:
It was reported that patient underwent a flat foot reconstruction on (B)(6) 2013. During the procedure, the bolt/nut combination cross threaded multiple times and as a result, the bolt had to be cut off. The surgeon completed the procedure with an ace fisher frame, alps total foot system and biodrive screws.